Manufacturer narrative:
Additional information: the sureform 60 stapler instrument was returned to intuitive surgical, inc. (Isi) for failure analysis (fa). Fa did not replicate nor confirmed the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 out of 3 attempts, moved intuitively with full range of motion in all directions, the grips opened and closed properly, and the instrument clamped, fired and unclamped as expected during testing. There were no failures reported in the logs. No physical damage was observed, and the instrument was fully functional. There was no product issue identified. There were no reloads returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows the instrument was installed on the system 6 times and fired 6 reloads (1 green, 4 blue, 1 green, in that order). On each install, each clamp attempt was completed successfully. On installs 1-4, and 6, the firings were completed with no pauses for compression. On install 5, the firing was completed with 7-8 pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the system logs.

Event description:
It was reported that when using the sureform 60 instrument during a da vinci assisted esophagectomy, the knife pushed the tissue and this resulted in bleeding by tearing open the gastric tube. However, the bleeding was reportedly not relevant in terms of amount. The staple line defect was closed with suture and the procedure was being completed as planned and the patient has now been discharged. This occurred using a blue reload, there was no tissue tension or bunching, and the tissue condition was normal prior to stapling.